Event description:
It was reported that on:(B)(6) 2011: patient presented with following pre-op diagnosis: l5-s1 disk degeneration, lumbar disk disease. Patient underwent the following procedure: anterior lumbar interbody fusion using peek implant with small kit bmp, laparotomy, retroperitoneal exposure of anterior lumbar spine for single level discectomy and fusion at l5-s1. As per-op notes: once exposure was complete a needle was placed at l5-s1 disk space. A 12x36x13 degree trial seemed to fit pretty well. Small kit of bmp was soaked. Two small sponges were rolled up and placed on side of implant. Implant was tapped into place. One screw up and one screw down were placed in l5-s1 vertebral bodies. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an anterior lumbar spinal fusion procedure at l5-s1 using a competitor cage and rhbmp-2/acs. Post-operatively, patient suffered pain in the area of fusion surgery and extremities. The patient received medical treatment and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.